Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history

Event description:
It was reported the pt is not receiving stimulation due to the programmer auto-reducing. F/u revealed the pt has ineffective coverage. Reprogramming did not provide resolution. Diagnostics identified invalid impedances. X-rays were taken. The pt will meet with the physician to evaluate the x-ray results.